Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that over the last two checks, the longevity for this pacemaker had decreased two years. Engineering review of the data stored in the device's memory confirmed battery was depleting due to increased power consumption and recommended explant. A revision procedure was performed where the pacemaker was explanted and replaced. No additional adverse patient effects were reported.